Manufacturer narrative:
Internal report #: (B)(4). Product not yet returned.

Event description:
Consumer complaint of about high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 97-120mg/dl fasting. Verified the strips expire on 09/17/2016. Customer confirms the strips are stored properly and was first opened on (B)(6) 2015. Customer performed back to back blood test, 209mg/dl and 193mg/dl fasting. Reviewed meter memory: 253mg/dl, (B)(6) 2015, 07:53:00 am, fasting: yes; 273mg/dl, (B)(6) 2015, 06:38:00 am, fasting: no; 262mg/dl, (B)(6) 2015, 10:39:00 am, fasting: no; 161mg/dl, (B)(6) 2015, 07:15:00 am ,fasting: yes; 180mg/dl, (B)(6) 2015, 02:19:00 pm, fasting: no. Customer ran a blood glucose test today at 6:30 am and obtained 273mg/dl 1 hour after having some cereal.